Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during a mis forefoot surgery the device did not work. The display showed with both and devices and hand pieces the error message "hand piece not connected". The reported event was confirmed. The manufacturers evaluation revealed an error message at the control device due to a defective motor. Furthermore, the control electronic is defect, the holder for the glass tube fuse is deformed, the pump bracket is defect due to broken socket at the motor and the lighting of the buttons is not working due to damages at the upper housing. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that during a mis forefoot surgery the device did not work. The display showed with both and devices and hand pieces the error message "hand piece not connected". There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device from another manufacturer. It was not necessary to switch the surgical technique or do a second surgery.